Manufacturer narrative:
Age of device: 6 months, 24 days . Investigation summary: a direct correlation between heartmate 3 lvas, serial number (B)(4), and the reported event could not be conclusively established through this evaluation. The hm3 lvas IFU lists stroke, bleeding, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The relevant sections of the device history records for (B)(4) (documents (B)(4)) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The relevant sections of the device history records for the percutaneous lead (documents (B)(4)) were also reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file for this event.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that patient on (B)(6) 2018, patient had a stroke. A CT scan was performed on (B)(6) 2018 which revealed development of multifocal bilateral frontal, parietal, left posterior temporal and occipital cortical infarcts in an anterior cerebral artery (aca)/ middle cerebral artery (mca) and mca / posterior cerebral artery (pca) watershed distribution. There were multiple small foci of increased attenuation throughout these regions corresponding to hemorrhagic transformation. Bilateral cerebellar infarcts with hemorrhagic transformation in the left cerebellar hemisphere were observed. The focal region of hemorrhage within the left cerebellar hemisphere measured 3.0 cm of length, 1.8 cm of width and 1.2 cm of height with an estimated volume of 3ml. Some evolving infarcts within the left thalamus and caudate head were observed. On (B)(6) 2018, another CT scan was performed which revealed evolving multifocal watershed distribution infarcts throughout the cerebral hemispheres, bilateral cerebellar infarcts and left thalamic and caudate head infarcts. There was evidence of hemorrhagic conversion with the largest focal hematoma noted in the left cerebellar hemisphere. Patient was off the anticoagulation regimen due to stroke. Patient expired on (B)(6) 2018. No autopsy was performed. Pump will not be returned. No further information was provided.